Event description:
It was reported that a merlin transmission showed patient received inappropriate atp and hv therapies. Further review of egms showed that the patient was in supraventricular tachycardia. Programming change was recommended but not made. Medication changes were administered. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.